Event description:
Same case as: 2134265-2015-02676. It was reported that a rotawire fractured, vessel perforation and death occurred. A 1.50mm rotalink¿ plus and a rotawire were selected to treat the circumflex artery. During the procedure, the burr was over the rotawire and while approaching around the bend of the vessel, it was noted that the burr severed the wire into two pieces and popped thru the artery wall. The burr and portion of the wire were removed but a piece of the wire still remained in the circumflex artery. The physician used an unspecified balloon on the artery; however, the patient was started coding. Subsequently, medications and chest compressions were given but eventually the patient died. The cause of patient¿s death was the burr perforating the artery.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).